Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. In the event, it was stated that the hospital does re-sterilize the scorpion needles 1-2 times and re-use them. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.

Event description:
It was originally reported that the scorpion needle (ar-13990n) got broken during rotator cuff repair surgery. Rotator cuff muscle got thick due to muscle synechia, and scorpion needle (ar-13990n) could not endure this strength. During surgery, scorpion needle had broken and the broken piece entered into muscle of patient. Lots of time was spent for removal of broken needle.the broken piece was fully retrieved and the case was completed successfully. Per the hospital head nurse, scorpion needles are typically re-sterilized 1-2 times and re-used. For the product which was used in incident, it is unknown if it is a new product or not. Follow-up investigation: it was stated that the broken piece was left in the muscle of the patient, as they tried to pick it out several times by repeating high pressure irrigation and suction.